Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation, which originated most likely from the explant procedure and slight signs of wear on the insulation. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to dislodgement. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.